Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. Receiver charged: failed, only 36% after 3 hours charging. Receiver will boot: failed, white screen, see attachment (picture).receiver download: yes, by using known good battery to download. Finding related to complaint in receiver download: yes, rtt loss was observed on incident date (on 10/02/19), see attachment. Receiver functional test: failed, initial battery, lcd, usb (firmware version).case opened for interior and battery inspection: moisture damage red sticker detection, damaged battery ic / cracked solder, see the pictures attached. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.